Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: the display was dim, faded, and discolored. There was moisture damage observed behind the display. The pump case was removed and further moisture was observed internally throughout the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.